Event description:
Event was identified by the clinical events committee and deemed to be consistent with an mi. During index procedure, five endeavor sprint rapid exchange (rx) drug-eluting stents were implanted. Two stents were implanted, separately, to the mid rca, one stent was implanted to the 2nd obtuse marginal, one stent was implanted to the mid lcx and one stent was implanted to the proximal lcx. It is reported that the patient suffered a periprocedural mi. The mi was categorized as a non q wave mi, in the territory of the target vessel. No further details are available. Patient was asymptomatic at 30 day and 6 month follow ups. Approximately 6.5 months post index procedure, a revascularization of the 2nd right posterolateral (other brand stent) and the mid lcx (balloon) was performed. Investigator described both lesions treated during revascularization procedure as de novo lesions. Investigator stated that event was not related to study stent or study procedures. (Ref MFR # 9612164-2011-00208, 9612164-2011-00209, 9612164-2011-00211 & 9612164-2011-00212).

Manufacturer narrative:
(B)(4). Evaluation results: mi.